Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door 4 failed and could not be recovered. The customer reported that the tower door would not open, which was contributing to the failure. The customer attempted to recover the tower door, but the recovery did not work. The customer also rebooted the station, but the issue persisted. The customer reported that they had to access the medications from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was failed. A field service engineer (fse) verified the station and found that there was no failed icon was found at the station. The fse cleaned the contacts and secured the connections. The system functioned as intended after the field service engineer verified the device.